Manufacturer narrative:
It was reported that the physician found that the proximal side of the stent was not sufficiently expanded when the stent was placed at the target site and was removed. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time. However, it is difficult to identify the exact root cause because it is difficult to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "the physician found that the proximal side of the stent was not sufficiently expanded when the stent was placed at the target site" it is assumed that the stent was not expanded temporarily due to the pressure of the patient's lesion and other elements complexly and was removed. Through the user manual by taewoong, it is stated that it is stated that "a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary." This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The physician found that the proximal side of the stent was not sufficiently expanded when the stent was placed at the target site. The stent was removed from the patient's body, and another stent was used to finish the procedure. There were no patient complications as a result of this event.